Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 96-120mg/dl fasting. Verified the strips expire 10/22/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 181mg/dl, (B)(6) 2015; 05:38:00 am, fasting: yes; 200mg/dl, (B)(6) 2015; 05:36:00 am, fasting: yes; 221mg/dl, (B)(6) 2015; 05:33:00 am, fasting: yes; 148mg/dl, (B)(6) 2015; 05:32:00 am, fasting: yes; 196mg/dl, (B)(6) 2015; 05:30:00 am, fasting: yes. Customer concern: 221mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 96-120mg/dl fasting. Verified the strips expire 10/22/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.